Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted at the flushing port after cavotricuspid isthmus (cti) with stable point. Orion catheter for post mapping was inserted when air ingress was noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted at the flushing port after cavotricuspid isthmus (cti) with stable point. Orion catheter for post mapping was inserted when air ingress was noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the irrigation method was done by non-boston scientific device - termo. No air was seen in the patient. The patient was over 18 years old.

Manufacturer narrative:
The faradrive sheath has returned for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive was visually inspected upon return and no outer abnormalities were noted. Next, analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The complaint allegation was confirmed through product analysis. Correction to the follow-up 1 MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product prob. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted at the flushing port after cavotricuspid isthmus (cti) with stable point. Orion catheter for post mapping was inserted when air ingress was noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the irrigation method was done by non-boston scientific device - termo. No air was seen in the patient. The patient was over 18 years old.